Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016. The patient manages their diabetes using insulin (self-adjusts) and denied making any changes to their usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of ¿nausea and headache¿ approximately 4 days after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product and there had been no misuse. The csr walked the patient through inserting a new strip and the meter did power on. The csr was unable to resolve the issue during troubleshooting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.